Event description:
It was reported, the patient had the implantable neurostimulator moved on 2014 (B)(6) because it hurt when they sat down. Since then, it had not worked. It was stated that it was working a week before the surgery. A power on reset (por) condition was noted in addition to a loss of therapeutic effect. It was noted, the healthcare provider (hcp) was to schedule an appointment with the representative to clear the por and check programming. About a week and half later, it was noted that nothing had been done with the device as the patient had to go home. The cause of the event was not known. No additional intervention was noted. The hcp was trying to contact the patient to have them come back in to evaluate/interrogate the device. The patient outcome was listed as no injury. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va0e5b9, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(6).